Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947, implantable tachy lead, (B)(6) 2009; 4076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that shortly after implant, the patient experienced phrenic nerve stimulation during left ventricular (lv) lead stimulation. The lv lead was reprogrammed, and remains in use. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.